Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was above 600 mg/dl at the time of the incident. Customer was treated with insulin shots. The customer reported that before the high blood glucose event, customer ate her dinner and gave bolus, her blood glucose was 257 mg/dl and after that it was 300 mg/dl. Customer stated that the whole time she was 600 mg/dl and the insulin pump was not delivering any insulin. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.